Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: (B)(6) rep, blurry [update - original device could not be used to complete procedure. A different camera was used to complete procedure.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the kel cable becoming loose or disconnected from the camera head. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.